Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the short arterial pressure tubing was noted connected to the iab luer. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted kinked at approximately 4.7cm from the distal tip. The outer lumen was noted damaged, con-sistent with being buckled at approximately 27cm to 29cm from the iabc distal tip. Bends to the central lumen were noted at approximately 33cm and 72cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. Another leak was detected from the iabc bladder membrane at approximately 4.5cm from the distal tip. The leak site was consistent with contact from a sharp object. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 4.7cm from the iabc distal tip; which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.5cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the blood was found in the balloon " is confirmed. Upon return, various damages were noted to the iab catheter. Due to the returned state of the device, it could not be con-fidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undeter-mined. This will be monitored for any developing trends.

Event description:
It was reported "the blood was found in the balloon after the catheter inserted". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4),

Event description:
It was reported "the blood was found in the balloon after the catheter inserted". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".